Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision of knee components - reason not reported.

Event description:
It was reported that a patient with bilateral knee arthroplasties experienced a failure of the right tibial component which was noticed on (B)(6) 2016. The health care provider stated on 10 november 2016, that there is a potential for right knee revision; there is no available information to determine if the right knee has been revised. The patient was given an external knee brace and narcotic pain medication. No additional information is available. This is one of eight products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00170, 1038671-2018-00171, 1038671-2018-00172, 1038671-2018-00173, 1038671-2018-00174, 1038671-2018-00175, 1038671-2018-00176 and 1038671-2018-00177.

Manufacturer narrative:
The complaint device was not received for analysis. The complaint condition was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving a part from any of these manufacturing lots. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of tibial loosening which was likely caused by failure of the cement between the implant and the bone. This cement failure may have been accelerated by the patient's reported obesity and history of arthritis and osteopenia which suggests a poor environment for fixation. However, this cannot be confirmed because the component was not returned for evaluation. Clinical risk factors for this patient include: obesity, hypothyroidism, hypertension, osteopenia, chronic arthritis, bilateral knee arthroplasty, and lumbar surgery. Obesity, bilateral arthroplasty, a broken foot, and lumbar maladies cause additional mechanical stressors on the implants and natural joints. At some point the patient also had a small periprosthetic fracture in the left tibia clearly noted on 01/11/2017 x-ray, this also causes physiological stressors. Hypothyroidism causes poor bone quality due to the fact that thyroid stimulating hormone (tsh) has an effect on skeletal remodeling. Patients with hypothyroidism have a higher risk of bone fractures. Hypertension, osteopenia and chronic arthritis create poor bone/tissue conditions. In a review of labeling and IFU 700-096-004 rev. N-device specific risks: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Osteolysis. It is a known complication that patient's age, weight, or activity level/excessive activity and trauma would cause the surgeon to expect early failure of the system. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment not diagnosis. Corrected data: explanted date (there is no indication this device was explanted).